Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed a leak from reagent probe a. The fse replaced the reagent probe a wash collar valve (solenoid valve) to resolve the leak and quality control (qc) recovery/precision issues.

Event description:
The customer reported quality control (qc) recovery/precision issues and discovered a leak from reagent probe a on a unicel dxc 600i synchron access clinical system. The customer stated the fluid was contained to the instrument with fluid found in the reaction wheel cover and drain. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.